Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 125 ohms, and increased pace impedance measurements which were not out of range. The impedance measurements had gradually increased over the prior year. There was no noise observed and the presenting electrogram (egm) showed appropriate device operation. Boston scientific technical services (ts) discussed programming and troubleshooting options. No adverse patient effects were reported. The lead remains in service.